Manufacturer narrative:
The device was not returned. The reported issue was investigated but cannot be confirmed at this time the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During cardiomems implant procedure, after being released from the delivery catheter the cardiomems sensor stuck to the catheter as it was withdrawn. The physician used a swan catheter in attempt to hold the sensor in place while retracting the delivery catheter but was unsuccessful. A guideliner was then used in attempt to release the senor and the delivery catheter was cut to remove the hub. The senor was successfully deployed and calibrated. Anticoagulant was administered due to the prolonged procedure. There were no adverse consequences to the patient.